Event description:
Caller reported cartridge alarm 20 occurred during pumping, but there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed no previous issues with this specific alarm but noted consecutive issues with cartridges, leading to the decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy. Technical support arranged to send a replacement pump with updated software, provided necessary instructions including putting the old pump into storage mode, and facilitated its return with a pre-paid ups label. Customer acknowledged and understood all instructions and potential next steps.